Event description:
Biv ICD implanted approximately 1 month ago in a patient who has old mi from 30 years ago, cardiomyopathy and chf. Post-implantation, the patient began to experience multiple shocks for vfib and vt. The settings were readjusted; however, the ICD kept firing for vt storms. The patient was worked up for a CABG but found not to be a candidate. According to the healthcare provider, it appears that the device was performing correctly. The physician believes the firing is due to a 100% occlusion of the lad and 50% occlusion of the lm with the distal end of the left main occluded at 85%. The patient requested the ICD to be removed. After a psych consult and informed consent, including that the patient may have a sudden cardiac arrest, the ICD was removed 3 weeks later. The patient was discharged and expired within 10 days.====================== manufacturer response for ICD, biv ICD cognis 100d======================boston scientific has downloaded the device information for review.